Event description:
Customer reported that his insulin pump stopped working without notice. Customer stated that he took the batteries out and placed them back in and it was working. Customer further stated that his insulin pump is supposed to make a noise or vibrate, however it did not. Customer's blood glucose reading at the time of the call was 168 mg/dl. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that all the operating currents are within specification. No unexpected battery out limit alarm or blank display noted. The device functioned properly. The unit was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.